Event description:
Family member of the home patient (hp) reported the hp was fluid overloaded while using the homechoice cycler for apd therapy for the first time. Hp's family member relates that while using the homechoice cycler at home for the first time, the hp experienced shortness of breath. The hp's family member placed the hp into a manual drain, removing the programmed fill volume before taking the hp to the hosp. The hp was hospitalized for 7 days. During hospitalization, the hp was dialyzed using 4.25% dextrose strength solution. The hp's family member relates the hp recently had their catheter implanted late in 12/2000 and had received dialysis only during apd training sessions, which occurred during the week prior to hospitalization. According to the hp's family member, the hp did not receive dialysis therapy for 2 days as they had not yet received their initial dialysis therapy supplies at their home. According to the hp's family member, the hp's condition is greatly improved and pt continues to use the homechoice device with no issues.